Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported interrogation issue; the programmer had intermittent wireless telemetry; the antenna was found loose. Analysis also confirmed slow print issue; hard drive was reconfigured and software reloaded to resolve. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer is having difficulty interrogating devices. The telemetry link is lost at times. It was also reported the programmer is having difficulty sending information to external printers. There is a very long communication time to the printer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.